Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of device dislocation ("essure has migrated out of the fallopian tube") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced device dislocation (seriousness criterion medically important). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to device dislocation. The reporter commented: MRI tech stated that a patient with essure is scheduled to have a pelvic MRI. They already know the MRI safety information; however, caller would like to verify if the MRI safety information is still applicable if the essure has migrated out of the fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.